Manufacturer narrative:
The pump has not been returned to animas. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas and alleged an unresponsive keypad issue. There was no allegation of an adverse event. This complaint is being reported as the issue may result in the long term cessation of insulin delivery.

Manufacturer narrative:
Follow-up #1: date of submission 05-mar-2018 device evaluation: the device has been returned and evaluated by product analysis on 14-feb-2018 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, all of the keypad buttons were found to respond appropriately. The keypad cover was opened and there was no evidence of contamination found under any of the key contacts. The pump¿s cover was removed and no damage or moisture was observed to the keypad flex/connector or other internal components. The keypad latch was found to be fully closed and undamaged. The original complaint of keypad button response issue was unable to be duplicated during investigation. Unrelated to the original complaint, the battery compartment was found to be cracked from the threads to the case seal on the left side of the grip pad. The display was found to be dim with reddish text. The white slug of the audio bolus button was observed to be missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.